Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. The barrel clamp head would not retract all the way down to the case. Cracks on the front bottom corners of top case and crack on right plunger case. Invalid syringe size alarm was found in pump event history log. The tapered spring on the barrel clamp rod slipped over the collar to where the barrel clamp slide is. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced barrel clamp rod and tapered spring. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device did not recognize the syringe. No patient injury was report.